Event description:
It was reported that the stenoscope system shut down prior to a case. No report of patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.